Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the auditory canal. The device was explanted (date unknown) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 11, 2020.